Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the display of the system controller was not functioning. It was reported that when pressing the button to show pump parameters the display did not function and pump parameters could not be displayed. There were no alarms associated with the event. The system controller was exchanged.

Manufacturer narrative:
Section d6a: date of implant not applicable for this device section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of the display of the system controller (serial number: (B)(6)) not functioning as intended was confirmed. The system controller was returned for analysis in unremarkable physical condition. During testing, it was noted that the user interface (ui) was not responding to inputs as intended. The issue was traced to a damaged connector on the ui membrane printed circuit board (pcb). The downloaded log files did not show any interruption of system controller¿s ability to support the pump as intended due to the damaged connector. The root cause of the reported event was determined to be due to a damaged connector on the ui membrane pcb. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3patient handbook and heartmate 3instructions for use (IFU), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.